Manufacturer narrative:
The insulin pump had a blank display due to corroded electronic assemblies. The insulin pump was received with a corroded motor home switch. The insulin pump was received with light moisture damage to the keypad traces. The insulin pump was received with a cracked case at the reservoir tube window corners, cracked belt clip slot, cracked battery tube threads and minor scratches on the display window.

Event description:
Customer reported via phone call to have moisture under display screen due to exposure to swimming pool water. Customer's blood glucose was 71 mg/dl. Customer reported that water could be seen in reservoir compartment. Customer reported that display screen went blank with any button press. Customer also reported that insulin pump vibrated without alarm or alert. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.